Event description:
Per the clinic, the device was explanted on (B)(6) 2026 as the patient was a non-user, received limited benefit from the device, and require future MRI procedures. It is unknown if there are plans to reimplant the patient as of the date of this report.